Event description:
The device was used as exchange wire during dilatioin of pulmonary artery. After dilation, the wire was placed in a small arterial vessel. Physician was not able to withdraw the wire due to a kinked tip. An attempt to remove the wire with a guiding catheter was unsuccessful and resulted in separation of the distal tip portion. It was not possible to remove the tip portion which remains in the pt.